Manufacturer narrative:
(B)(4). No product was explanted; therefore, no product will be returned. Investigation is in process. Once the investigation has been completed a follow up MDR will be submitted. Concomitant medical products: medical device: item#00875705401, acetabular cup lot#63069866; medical device: item#00877503202, femoral head lot# 2778801; medical device: item#00771101020, femoral stem lot#63007590. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01553; 0001822565-2018-01557.

Event description:
It was reported that patient is experiencing mild right hip pain in front thigh and outer groin approximately two years post- right total hip arthroplasty. Patient is continuing to follow up with physician and currently takes nsaids as necessary. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. X-ray review noted varus alignment of the femoral stem may contribute to thigh pain, but cannot be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.